Manufacturer narrative:
The provided session records were reviewed by technical services and it was observed that a shock was delivered for a vf episode. The following shock was aborted as it appeared the rhythm was converted. However, the rhythm did not convert but rather slowed that the device did not diagnose vf again. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Manufacturer narrative:
Correction: aware date of 2017865-2023-93589 report is 6 nov 2023. The issue was reported in 2017865-2023-93267.

Event description:
It was reported, that patient presented in clinic for routine follow-up. Upon interrogation, it was found, that patient's implantable cardioverter defibrillator (ICD) exhibited undersensing, during ventricular fibrillation (vf) episodes. It was noted, that device failed to deliver defibrillation therapy, during vf episodes. The patient was unconscious. And was treated with external defibrillator. The patient was stable after treatment.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Event description:
New information received that the patient was deceased. The cause of death was sudden cardiac death.